Event description:
After having prior lumbar surgery in 2000, l4-5 right side laminotomy/discectomy, a second lumbar surgery was performed resulting in bilateral laminectomy/discectomy at l4-5. Due to the "exuberant amount of scar tissue" "it was elected to place adcon l into the epidural space bilaterally." Immediately following surgery pt had increased swelling and intense cramping and pain that lasted approximately 3 weeks. After the inflammation decreased pt had severe seizure like spasms down entire spine and bilateral legs. Pr is diagnosed with "spasmodic scoliosis" secondary to the spasms. To date spasms have decreased but pt still has scoliosis which limits normal functional abilities.